Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display, failed battery test and low battery alert. Customer's blood glucose level was 141 mg/dl. Troubleshooting for the blank display was performed. Customer replaced the device with a new battery and the display returned. Customer was advised a replacement battery cap will be sent out. Customer declined to troubleshoot for low battery alerts and the failed battery test.